Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular channel of the pacemaker exhibited under-sensing. No interventions or changes were reported and the patient's status was unknown.